Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. The device was received inside the alleged damaged packaging. It was observed that the side of the thermoformed blister that is closest to the proximal end of the barrel burr was breached, and a circular portion seemed to have been punched off. Extensive root cause analysis from past investigations has revealed that this type of failure can occur when the device experiences a high drop on the observed damaged end. Additional investigation was performed via (B)(4). The occurrence rate of this failure was compared against the risk management documents and found to be within acceptable limits. At this point, no further action is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an acl reconstruction procedure, the ultra aggressive plus plastic bag was already torn at the bottom of the plastic package when the surgeon opened the package. It was brand new and the first use when the issue occurred. There was no information of surgical delay and no harm to the patient. No further information was provided by the hospital. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.